Manufacturer narrative:
This device is available for analysis but has not yet been received.  Device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan.  Additional information is pending and will be submitted within 30 days upon receipt.  Please note that this report represents notification of two devices but only 1 device was returned.

Event description:
As reported by the sales rep, the box in which a 6f .070 al 1 100 cm vista brite tip guiding catheter came to the account :smashed and the catheter was compromised," with photographs showing holes in the inner package prior to use in the patient. It will be returned for analysis. Additional information was received that the outer shipping box was completely fine and once they opened it, the two products were inside smashed.  This product was never stored in the lab as it arrived damaged.

Manufacturer narrative:
Please note that the lot number was received and was updated accordingly. The quantity involved in this event was confirmed to be 1 which also corresponds to the device quantity returned, a device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. The engineering report is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported by the sales rep, the box in which a 6f .070 al 1 100 cm vista brite tip guiding catheter came to the account was smashed and the catheter¿s sterility was compromised because of holes in the inner package which was noticed prior to use in the patient. Additional information was received that the outer shipping box was completely intact and once they opened it, the product inside was smashed. This product was never stored in the lab as it arrived damaged. One sterile unit of vista brite tip 6f .070 al 1 100 cm was received in its original properly sealed inner pouch package in a folded condition along with the catheter outer box that was received compressed and folded. Per visual analysis the received inner pouch package was thoroughly inspected and no holes or ruptures or any defect on the pouch package sealed areas were found, only scratches and folds on the crystalline film of the received pouch package were found. Also kinked conditions were found on catheter body at 30.5 and 88.3 cm from catheter distal end as well as compressed/flattened sections of 21.7 cm and 27.5 cm were found on the theater distal end and on the catheter body at 40.4 cm from the catheter distal end. No other issues were found. The inner pouch package crystalline section was thoroughly inspected under vision system at the scratched and folded areas and no holes or ruptures were found. The catheter body od and ID were measured near to the compressed and kinked conditions and results were found within specification. Also, the pouch seal width was measured and results were found within specification. The complaint reported by the customer ¿packaging/ pouch/box - compressed/crushed¿ was confirmed since the outer box of the received catheter was received compressed and folded and scratches and folds were found on the product inner pouch package. The cause of the damages found on the received guiding catheter outer box and inner pouch package could not be conclusively determined during the analysis. Shipping and handling factors may have contributed to the compressed and folded conditions found. The complaint reported by the customer ¿catheter (body/shaft) - compressed/crushed ¿ was confirmed by the condition in which the product was received. The cause of the compressed and kinked conditions found throughout the catheter body could not be conclusively determined during the analysis. Shipping and handling factors may have contributed to the compressed and kinked conditions found. The complaint reported by the customer ¿packaging/ pouch/box - compromised sterility - sterile barrier breached¿ was not confirmed since the since the inner pouch package of the received catheter was found properly sealed and no holes or ruptures were found. The cause of the experience reported by the customer could not be determined. According to the product instructions for use, users are cautioned to not use open or damaged packages, as was done in this case. Neither the analysis nor the device history record review suggests that the events reported could be related to the manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.